Event description:
A center director reported that approximately six months following lasik surgery, the patient presented with corneal edema and dryness in both eyes. Topical steroid drops were given to treat the event. Additional information has been requested. There are two medical device reports associated with this event. This report is for the left eye.

Manufacturer narrative:
Evaluation summary: the device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. No abnormalities that could have contributed to this event were found. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information was provided. Evaluation summary: a review of the logfiles showed that all treatments were completed to 100 % and all laser system functions were within specifications on the date of treatment. No abnormalities that could have contributed to this event were found. The technical investigation shows that the device met the specifications. Technical root cause could not be determined as the system was performing within specifications and as intended. The manufacturer internal reference number is: (B)(4).